Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of diffuse lamellar keratitis and a possible sterile ulcer, observed six days after lasik enhancement surgery on the left eye. Pt was noted to have been treated with steroid drops. Upon follow up, a site representative informed that the dlk had resolved.